Event description:
A malfunction alarm was reported in an insulin pump. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support with resetting the pump, but the malfunction reoccurred. Consequently, it was arranged for the pump to be replaced, and the customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery. The customer was given instructions for returning the faulty device and agreed to do so within the provided timeframe.